Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable pacemaker exhibited lower longevity than customer expected. Boston scientific technical services (ts) discussed it is likely due to atrial high rate sensing. Data analysis showed that the pulse generator (pg) is depleting normally. The power consumption is elevated due to the sensing of persistent atrial fibrillation (af). To date, the device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker recorded a code 1003, indicative that the voltage was too low for projected remaining capacity. The health care professional (hcp) was advised that prompt device replacement was recommended because the remaining battery longevity could not be assured. No adverse patient effects were reported. This pacemaker remains in service.